Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting intermittent high out of range pacing impedance, measuring greater than 3000 ohms. Additionally, the patient was seen in-clinic and a device interrogation was performed. An alert for the lv lead was noted due to high pacing impedance measurements greater than 3000 ohms and there was no capture threshold recorded. The lv pacing impedance at the follow-up was initially greater than 3000 ohms in "ring to vd" configuration, but during pectoral contraction, the measurement returned to 550 ohms. Continuous measurements were made during pectoral contraction and pocket manipulation and the measurement ranged from 500 ohms to 700 ohms. During contraction and manipulation, the pacing impedance measurement was greater than 2000 ohms after a few moments from the end of the provocative maneuver. There was no noise produced during provocative maneuver on the lv channel. All the other parameters on the right atrial (ra) and right ventricular (rv) leads were stable and in range. The patient is not pacemaker dependent, the physician decided to temporary switch off the lv pacing and reprogram the device to only rv pacing and long av. The plan is to schedule an upcoming x-ray and or hospital check-in the future. No adverse patient effects were reported. The device remains implanted but electrically deactivated.